Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was noted to be unresponsive. Despite charging the pump for over an hour, it was unable to be turned on. The customer's blood glucose level was 275 mg/dl. Reportedly, the customer has an insulin pen available as alternate insulin therapy.